Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was failing the calibration for error 25 (patient temperature 2 out of adjustment range limit), it would be coming in for a tank harness.

Event description:
It was reported that the biomed had the arctic sun device that was failing the calibration for error 25 (patient temperature 2 out of adjustment range limit), it would be coming in for a tank harness. Per sample evaluation results on (B)(6) 2024, it was reported that the circulation pump had dried out bearings.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The root cause of the reported error 25 could not be determined. The device passed a ctu calibration during assessment testing. Nothing was found wrong with patient temperature connection or readings. Performed pm procedure. Circulation pump motor had dried out bearings. Serviced circulation pump and mixing pump. Replaced heater, manifold o-rings, drain valves, tank tubing, circulation pump motor. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.